Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a golf ball size swelling at the pocket site. There were no signs of infection. Additional information obtained from the field which indicated that a pocket revision was performed. The crt-d remains in service. No additional adverse patient effects were reported.